Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device had a red cross and intermittent tone/sound. There was no report of patient involvement.